Event description:
Boston scientific received information that this pacemaker displayed low out of range pacing impedance measurement. This device was at elective replacement indicator (eri). A boston scientific technical services (ts) discussed that stored or real time electrograms (egms) cannot be accessible due to eri. A change out was planned and careful testing will be implemented. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.